Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a revision surgery was performed due to broken screws. This report involves one (1) 4.5mm ti cortex screw self-tapping 28mm. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Additional product codes: ktt, hrs. Health effect clinician code (B)(4) used to capture injury. Part 414.838, lot 75p7655: manufacturing site: (B)(4). Release to warehouse date: october 30, 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. A product investigation was completed: visual analysis of the returned sample revealed that there was no damage or defects with the cortex screw. Furthermore, after visual inspection of the x-ray evidence provided, a plate and screw construct is visible at the right proximal tibia with signs of bone breakage, three cortex screws appear to be broken and two cortex screws appear to have migrated from original positioning. A dimensional inspection was unable to be performed due to geometry of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cortex screw would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable as this device was not associated with the plate and did not migrate; therefore it has no defects or malfunctions reported.